Event description:
It was reported that the ventilator failed pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The expiratory pressure transducer pcb was replaced and returned for investigation. The pressure transducer pcb contains electronics for pressure measurement in the expiratory section of the device. During testing of the returned pressure transducer pcb in a reference ventilator, pre-use check failed the pressure transducer test. The test failed due to that the gain value had drifted slightly outside allowed limits, greater than 8% from factory default. During ventilation tests, the measured peep (positive end expiratory pressure) was 1 cmh2o higher than the set peep. The observed failure was caused by a faulty pressure sensor. Once the pressure sensor was replaced, performed pre-use check passed without deviation and no deviations were noticed during several days of ventilation. The cause of the pressure sensor's failure has not been determined.

Event description:
(B)(4).